Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Medical products - arcos distal femoral body, catalog#: 22-300817, lot#: 998950; femoral head, catalog#: 11-363661, lot#: 382740; ringloc acetabular cup, catalog#: pt-106064, lot#: 247990; ringlocx acetabular liner, catalog#: ep-053660, lot#: 3330927. It has been indicated that the product will not be returned to zimmer biomet, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient experienced the onset of left hip pain approximately two months post-implantation. Subsequently, patient received medication for the pain approximately six months post-implantation. No additional patient consequences were reported.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This device is not cleared for distribution in the us, but a similar device is cleared under 510k k023357. This report is number 5 of 5 mdrs filed for the same patient (reference 1825034-2016-01384 / 01387 & 3002806535-2017-00112).

Event description:
It was reported that the patient received medication for pain experienced approximately six months post-implantation due to left hip pain.